Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55, serial/lot#: (B)(4), description: scs phiii ext 55cm. The explanted lead extension will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient underwent a pocket revision due to pain at the pocket site. The ipg was moved from the patient's buttock to the abdomen area. The patient's lead was displaying high impedances. During the same revision, the physician explanted the lead extension and replaced it with a new one due to the physician's preference. The patient is reportedly doing well following the procedure.